Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4574 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that one high impedance measurement was observed on the right ventricular (rv) lead. It was discovered that the implantable cardioverter defibrillator (ICD) experienced a bit flip memory error but it could not be determined if this caused the high impedance measurement. The ICD and lead remain in use. No patient complications have been reported as a result of this event.